Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported "encapsulation" ,, "lobulated contours", "cysts" and pain on left side, device remains implanted. The event is considered to be device related.

Event description:
Healthcare professional reported capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
Reason for reoperation: capsular contracture (baker grade IV).